Event description:
It was reported the pt fell off his roof and landed on his neck and back. It was reported the pt felt a burning sensation from his neck to his feet since th incident. The pt went to the ER, and was wearing a neck brace. Follow up identified the pt did not wan to meet for diagnostic testing of the system, and planned to have the scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.